Manufacturer narrative:
Additional information was received on 8/12/2020, patient experienced left sided anisomastia and right sided rupture post procedure. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a non-hispanic female patient who underwent primary breast augmentation surgery with a 275cc mentor memorygel left breast implant and a 300cc mentor memorygel right breast implant experienced bilateral rupture post procedure. As a result, patient underwent bilateral removal and replacement with a 200cc mentor memorygel left breast implant and a 250cc mentor memorygel right breast implant on (B)(6) 2020. This medwatch form is for the left breast prosthesis.